Event description:
Caller reported a malfunction on the pump, indicated by malf 0 code. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted with resetting the pump, noting the malfunction had occurred twice already in 2024. Cts advised against using the current pump, and a new warranty pump was scheduled to arrive on wednesday. The customer did not have an alternate method of insulin therapy available.